Manufacturer narrative:
H3, h6: the device was not returned for evaluation. The provided images were reviewed; however, the sticking issue cannot be confirmed based on the provided material. The clinical/medical investigation concluded that, a definitive clinical root cause cannot be concluded based on the limited information/photos alone. However, the noted skin discoloration likely represents deep tissue injury from pressure and/or shear at varying stages (I -iii) with blistering and thin eschar which is a known occurrence with pressure ulcers and is not representative of a product malperformance. Also noted is the presence of fecal matter and excess hair, therefore, preexisting comorbidities and non-adherence to the instructions for use cannot be ruled out as potential contributing factors to the reported events. Although the exact allevyn life sacral dressing is unknown, the sacrum dressing instructions for use does include appropriate indications, usage, and precautions which note that use of the dressing as a prophylactic pressure ulcer prevention therapy does not preclude the need to develop/follow a comprehensive pressure ulcer prevention protocol (i.e. Frequent inspection, regular turning, appropriate mattress and skin care). Additionally, the surrounding skin should be clean, dry and free from excess hair and increased monitoring/frequency of dressing changes may be required. Device batch number was not provided, thus, an evaluation of the manufacturing records could not be performed. No similar events were found in the complaint history, therefore this would suggest it is an isolated event. A review of the risk management file revealed this failure mode and adverse event were previously identified. The anticipated risk level is still adequate. A historical review concluded that there have been no previous escalated actions for the product family name, adverse event and failure mode reported. A review of the instructions for use document for allevyn lyfe sacrum revealed in the section of precautions, to discontinue use if reddening or sensitization occurs. A factor that could contribute to the adverse event include an adverse skin reaction to the device materials, as the adhesive. Also it can be a moisture-related issue that could create humidity behind the dressing. A factor that could contribute to the sticking issue include that the silicone adhesive can be affected by shipping/storage temperature fluctuations. The wound contact layer within dressings can be affected by temperature fluctuations as detailed in the instructions for use. At this time, there is no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alter the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during wound treatment, the patient experienced pressure injury incidence while using one (1) unkn allevyn life sacrum. Also, the adhesive of the reported device over the cocci area was not sticking well. It is unknown how this adverse was treated. Current patient's health status is unknown.